Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), restricted posterior leaflet and anterior flail with two broken chords for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. The degree of mr was reduced to grade 2 post-procedure. On (B)(6) 2026, a transesophageal echocardiogram (tee) demonstrated a single-leaflet device attachment (slda) involving one mitraclip detached from the anterior leaflet. Recurrent mr of grade 4 was reported. Patient was reported to be unstable and hence intra-aortic balloon pump(iabp) and a non-abbott device were implanted. An attempt was made to deploy a third mitraclip to stabilize the slda-associated clip; however, this attempt was unsuccessful due to a torn and shredded posterior leaflet. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), restricted posterior leaflet and anterior flail with two broken chords for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. The degree of mr was reduced to grade 2 post-procedure. On (B)(6) 2026, a transesophageal echocardiogram (tee) demonstrated a single-leaflet device attachment (slda) involving one mitraclip detached from the anterior leaflet. Posterior leaflet was torn due to slda. Recurrent mr of grade 4 was reported. Patient was reported to be unstable and hence intra-aortic balloon pump(iabp) and a non-abbott device were implanted. An attempt was made to deploy a third mitraclip to stabilize the slda-associated clip; however, this attempt was unsuccessful due to a torn and shredded posterior leaflet. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported recurrent mitral regurgitation and tissue injury were cascading events of the slda. Mitral regurgitation (mr) and tissue damage are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.